Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This com is no longer closed to CAPA. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision left asr hip resurfacing system reasons for revision: alval/soft tissue reaction, pain, femoral neck fracture beyond 3 months post op, trauma. Update from (B)(6) email 31st may 2012: email attached re trauma, surgeon comment surgeon comment: 'operative findings showed that she had a fracture through the junction of the femoral component and ii's peg'. Update 8 sept 2014 - discs received from (B)(6). (1 disc containing medical records and 5 discs containing radiology) also updated patients dob, weight, height and bmi. The information received on the cd's does not change the outcome of the report and is still closed to CAPA. The cd's have been archived. Update 1 oct 2014 - this com is out of CAPA due to the resurfacing pin fracture and is to be investigated..

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, left asr hip resurfacing system, reasons for revision: alval/soft tissue reaction, pain, femoral neck fracture beyond 3 months post op, trauma. Update from (B)(6) email 31st may 2012: email attached re trauma, surgeon comment surgeon comment: 'operative findings showed that she had a fracture through the junction of the femoral component and ii's peg'. Update 8 sept 2014 - discs received from (B)(6). (1 disc containing medical records and 5 discs containing radiology) also updated patients dob, weight, height and bmi. The information received on the cd's does not change the outcome of the report and is still closed to CAPA. The cd's have been archived.

Event description:
Asr revision; left asr hip resurfacing system; reasons for revision: alval/soft tissue reaction, pain, femoral neck fracture beyond 3 months post op, trauma.